Manufacturer narrative:
Block e1: initial reporter city: sasebo city, nagasaki prefecture. Block h6: imdrf device code 1069 captures the reportable event of catheter break. Block h10: the returned tria firm ureteral stent was analyzed, and a visual evaluation noted that one axxcess ureteral catheter was returned for analysis, it was kinked in a couple of sections of the catheter. The catheter length was measured, and it was found out of specification, per complaint information it was cut, the cut section was not returned. A microscopic inspection was observed, and the device returned was kinked in a couple of sections of the catheter. No other problems with the device were noted and the stent was not returned. The reported event of catheter break and stent torn material was not confirmed. Based on the provided and collected information, the stent was not returned for analysis, also, the device was measured, and it was out of specification due to it was cut and cut section was not returned for inspection. Therefore, the reported problem of catheter break and stent torn material will be documented as no problem detected since these reported allegations cannot be confirmed. Taking all available information into consideration, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the catheter can lead to kink it. The component code and analyzed code of system customer altered product will be added to the coding along with the encountered damage of catheter kinked. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a ureteral stent placement procedure in the ureter on an unknown date. During the procedure, a pinhole was found on the hand-based side of the access catheter included in the kit. It was noted that the pin hole part was cut, and the procedure was successfully completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code 1069 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a ureteral stent placement procedure in the ureter on an unknown date. During the procedure, a pinhole was found on the hand-based side of the access catheter included in the kit. It was noted that the pin hole part was cut, and the procedure was successfully completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.